Manufacturer narrative:
The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts (B)(4) for further information or the device is received for investigation, the complaint will be re-opened and investigated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship to a reported incident or adverse event.

Event description:
The customer reported vent inop error code 1014. The unit was not in clinical use at the time, no patient user involvement.